Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by patient's mother that the patient's blood glucose levels reached 360 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Patient tested negative for ketones and mother also reported bleeding at the site. As treatment, a new pod was applied, and a bolus was delivered. This pod was discarded. The patient's blood glucose and insulin history are as follows: time: bg(mg/dl): bolus(u) : 9:30pm; >250, yes. 200, yes. 360,